Manufacturer narrative:
(B)(4). Undisclosed post-operative complication occurred - labeling is na for this code conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The patient experienced an undisclosed post-operative complication. No additional information was reported at this time.